Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system would not connect to the imaging system. Site rebooted the navigation system while it's disconnected from the imaging system. Once it booted back up the main cart did not power on. Site then rebooted again and they were then able to communicate with the imaging system. There was no patient impact reported and a less than one hour delay to surgery.